Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) exhibited crosstalk, resulting in inappropriate mode switch. No intervention was performed. There were no patient consequences.